Manufacturer narrative:
No manufacturing cause identified based on investigation.

Event description:
I would pull and the strings would rip-vagina [foreign body in reproductive tract]. Tampons had messed up string...string completely brittle [device physical property issue]. Tampon strings would rip [device breakage]. I would pull and the strings would rip [complication of device removal]. Consumer reported via email that the strings were thin and would rip when pulled. No serious injury was reported.